Manufacturer narrative:
Two referenced gi bleeding events were previously reported under medwatch MFR report numbers 2916596-2014-02032 and 2916596-2015-00144. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year. Device evaluation: thrombus was confirmed during the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be determined, however, its areas of slight denaturation, as well as the contact marks observed at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. Although a root cause for the formation of this deposition could not be conclusively determined through this evaluation, it may have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of gastrointestinal (gi) bleeding events and was placed on triple anticoagulation therapy (warfarin, aspirin, and persantine). On an unspecified date, the patient's anticoagulation was held as the patient underwent surgery for a colectomy with colostomy placement. After the anticoagulation was held, the patient experienced elevated lactate dehydrogenase (ldh) levels and dark urine which resolved after full anticoagulation was resumed. However, over the last month, the patient's ldh was elevated as high as 1100 u/l, the plasma free hemoglobin was as high as 44.8 g/dl, and the patient had amber urine. Additionally, pump power spikes were observed and pump thrombosis was suspected. The patient's inr was 2.5-3 at the time of the event. The patient received a heart transplant on (B)(6) 2015.